Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline did not open distally. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the left ica. The max diameter was 10mm, and the neck diameter was 5mm. The patient's vessel tortuosity was moderate. The landing zone was 4.78mm distal and 4.93mm proximal. Dual antiplatelet treatment was administered, and the pru level was said to be in the appropriate range. It was reported that the pipeline fish mouthed - it was opening smoothly with exception of the distal area that appeared to be deformed. The doctor didn¿t like how it looked and felt more comfortable removing the device. Once removed the pipeline appeared to be frayed and not in an appropriate shape. The patient did not experience any injury or complications. Angiographic results post procedure were said to be excellent with a replacement device. The devices were prepared according to the instructions for use (IFU). Ancillary devices include a navien .058 guide catheter and phenom 27 microcatheter.

Manufacturer narrative:
H3: as found condition: the pipeline flex with shield embolization device and phenom 27 catheter were returned for analysis within a shipping box; within an opened pipeline flex with shield outer carton and inner pouch; and within a plastic bio-pouch. Visual inspection/damage location details: the pipeline flex with shield pusher was returned outside the phenome27 catheter. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal ends of the pipeline flex shield braid appeared to be fully opened and moderately frayed. No bend was observed on the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The total and usable lengths of the catheter were measured to be within specifications. The phenom 27 catheter tip and marker were examined; and no damages were found. The catheter body was found to be kinked at 5.7cm from distal tip. No flash or voids molded were observed in the hub. No damage was found with hub. No other anomalies were observed. Testing/analysis: the catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter hub. The mandrel successfully passed through the hub, lumen and tip with no issues. However, the resistance was observed at the damaged location. Conclusion: based on the analysis findings, the pipeline flex with shield was not confirmed to have failure to open at the distal end as the distal and proximal ends of the pipeline flex shield braid were found fully opened and moderately frayed. However, the cause for damage could not be determined. It is possible that the severe vessel tortuosity may have contributed to the failure to open issue. There was no non-conformance to specification identified that led to the failure to open issue. However, the pipeline flex with shield was confirmed to be damaged as the pipeline flex with shield appeared to be damaged. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the pipeline was not placed in a vessel when it failed to open. No additional steps were taken to open the pipeline. Due to the evident abnormal shape of the pipeline the physician preferred to remove it and not mess with it in fear it would cause harm to the patient.